Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the instrument hook subassembly was found broken off completely leaving the conductor wire exposed. The hook subassembly was not returned with the instrument. Overloading may have caused the tip to break off. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage was found.

Event description:
It was reported that the permanent cautery hook instrument tip was noted to be broken at the end of a da vinci cholecystectomy procedure. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.